Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: a review of the black box and alarm history showed multiple cs 088 call service alarms. This alarm was duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump failed the 24 hour basal program test because of the alarm. The pump¿s cover was removed and a c24 oled boost-regulator component was found detached which causing a signal circuit component to be short. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks and the bolus button cover was missing. (B)(4).